Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. In addition, the customer had a swollen nasal passage due to dust exposure, a bleeding gastric ulcer, and a hiatal hernia. The customer was at 179 mg/dl at the time of the call. The customer used orange juice to treat. The customer took off the pump at the emergency room. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. Customer was also calling about pump setting adjustments. The insulin pump will not be returned for analysis.